Event description:
Crack noted in wooden handle portion of post remover. Instrument then broke during anterior cervical spinal surgery. Wound was irrigated by surgeon as part of the surgical procedure and surgeon stated no additional irrigation was necessary. Instrument was removed without further complications. No known or expected complications from event.